Event description:
The fill estimate on the customer's pump did not change overnight. The impact to the customer is unk.

Manufacturer narrative:
The product has not been returned for evaluation. Should new info become available, a follow up report will be submitted.